Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during the manual prime test and insulin squirted out. It was stated that the drive support cap was protruded. The customer's blood glucose was 14.1mmol/l. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.